Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 654827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline hydrochloride (zoloft). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety ("psychological or psychiatric problems:depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, bladder disorder, urinary tract disorder and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2009. Received treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs & mr received. Reporters information was added. Patient's demographics was added. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish,abnormal uterine bleeding. Updated outcome of events from unknown to recovered/resolved. Concomitant condition was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2009. Received treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Explant date added. Events- general abnormal bleeding, abdominal pain, psych injury, bladder/urinary problems: other and urinary tract disorder were added. Event outcome updated for: physical pain/pelvic pain. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 654827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight increased, vaginal discharge, depression, dysuria, back disorder, dyspareunia, bowel incontinence, multigravida, parity 2, abortion, menses lack of, spinal operation, adnexa uteri cyst and rectocele. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008 to (B)(6) 2008, levonorgestrel from (B)(6) 2009 to (B)(6) 2009, norethisterone (micronor) from (B)(6) 2009 to (B)(6) 2009 and sertraline hydrochloride (zoloft). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety depression ("psychological or psychiatric problems:depression"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abnormal uterine bleeding ("abnormal uterine bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abnormal uterine bleeding, abdominal pain, bladder disorder, urinary tract disorder and heavy menstrual bleeding had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety depression outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and anxiety depression to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2009 (as per mr) received treatment for pelvic/abdominal pain and general abnormal bleeding. Trailing coils: left 1, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Lot number: 654827 manufacturing date: 2009/07 expiration date: 2012/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 654827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight increased, vaginal discharge, depression, dysuria, back disorder, dyspareunia, bowel incontinence, multigravida, parity 2, abortion, menses lack of, spinal operation, adnexa uteri cyst and rectocele. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2008, levonorgestrel from (B)(6) 2009, norethisterone (micronor) from (B)(6) 2009 and sertraline hydrochloride (zoloft). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety depression ("psychological or psychiatric problems:depression"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abnormal uterine bleeding ("abnormal uterine bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abnormal uterine bleeding, abdominal pain, bladder disorder, urinary tract disorder and heavy menstrual bleeding had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety depression outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and anxiety depression to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2009(as per mr) received treatment for pelvic/abdominal pain and general abnormal bleeding. Trailing coils: left 1, right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Lot number: 654827 manufacturing date: 2009/07, expiration date: 2012/07. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, reporter information added. Patient demographic, rcc updated. Event genital haemorrhage and uterine haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 654827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline hydrochloride (zoloft). In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ abnormal menstrual bleeding"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems:depression") and anxiety depression ("psychological or psychiatric problems:depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("urinary tract disorder"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, bladder disorder, urinary tract disorder and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety depression outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and anxiety depression to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2009. Received treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Lot number: 654827 manufacturing date: 2009/07 expiration date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.